Event description:
A customer contacted global technical service (gts) regarding a system error (se) 2240 (air in tubing) which occurred during dwell 3 of 4 on the home choice (hc). The home patient (hp) was connected. The care giver (cg) stated that she had disconnected the hp and cleared the se 2240 which was followed by a se 2367. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.